Event description:
On 6/29, the pt began obtaining readings on her one touch basic meter using one touch test strips lot #744712a (exp. 5/99) in the 80's and 90's. By that evening, her results were in the 40's and 50's. She compensated for these results by eating additional food. She began vomiting and thought she had the stomach flu. The following morning (6/30), she obtained meter results of 34,17,13 and 14 mg/dl. As she was still vomiting, she took 5u regular and 5u nph (her usual dosage is 15u nph). She called the paramedics at about 9/a, was transported to the hospital and upon arrival in the ER, the hospital meter result (unknown brand) was "300+." The pt was admitted, treated for diabetic ketoacidosis and released on 7/2. The pt purchased a new meter (one touch profile) and compared her basic meter using the new strips. Results were acceptable. Tests performed with the old strips (membrane was reported to be yellow rather than bright white) produced low results. Meter calibration on 7/6 was 93 within a range of 79-107.